Manufacturer narrative:
(B)(4). The customer has been contacted for additional information. No additional information received at the time of this report. Lot# unknown - potential lot# 23f17e0450.

Event description:
(B)(4). The medwatch documents the triple lumen catheter single tip separated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Medwatch #(B)(4). The medwatch documents the triple lumen catheter single tip separated.